Event description:
Removal of endosseous dental implants. Five implants were placed in class ii bone on 12/20/96 during a routine procedure. The implants in sites #19 and #20 were removed on 1/24/97. The implant in site #30 was removed on 2/10/97. At both times of implant removal, mild pain and swelling were present. The clinician reports that, although the pt was given thorough post-operative instructions, he suspects that she was chewing with her remaining dentition and inadvertently overstressed the implants with unintended mastication.